Event description:
A surgeon reported experiencing insufficient irrigation which in the surgeon's opinion, may have caused or contributed to a patient experiencing a corneal burn in the right eye during sculpting mode of a cataract procedure. Sutures were used to close the wound. The prognosis of the patient is unk. This is for the third of three cases. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable info becomes available. (B)(4).